Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated 583/mg/dl. Customer attempted to deliver correction boluses via the pump to treat elevated levels; however, due to insulin on board (active insulin in the body), the pump did not recommend bolus delivery. During troubleshooting with tandem technical support, contact reported that small air bubbles were expelled during the fill tubing sequence. System check performed with tandem technical support indicated that the pump performed as intended. At the time of the report, customer's bg level had decreased to 248mg/dl due to active insulin in the body.